Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace insert instrument was analyzed and found to have the pad dove dislodged at the proximal end. The grey pad dove was dislodged and found further down into the clamp arm, causing the teflon pad to move freely. The insert was compared to an in-house golden insert and no material was found missing. Additional observation(s) not reported by site: the instrument was found to have teflon pad damage. A piece of the teflon pad was broken at the proximal end of the pad. The missing material was not returned with the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the provided image was performed. The teflon pad appeared to be intact and there seems to be no other damage or missing pieces.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the clamping arm gasket on the tool head of the harmonic ace insert appeared to fall off after using for a few minutes. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated that the instrument did not collide with any other instruments or other hard material during the surgical procedure. There was no report of fragment(s) falling inside the patient.